Event description:
According to the distributor's report, the device was used to close a facial laceration approximately 1/2 inch from the eye. The adhesive contacted the pt's eye area and bonded the eyelashes shut. The physician pulled the eyelashes apart and some eyelashes were pulled out. The pt was referred to an ophthalmologist that suggested surgery to remove the device. The distributor's contact nurse was able to instruct that surgery was not necessary and the eye opened. The pt was left with a corneal abrasion and referred to an ophthalmologist. No further info was reported.